Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures essenz hlm arterial pump, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm displayed an error code related to arterial pump. The event occurred during procedure. There was no patient injury.